Event description:
The surgeon attempted to insert a cc4204bf collamer plate lens but the lens tore ejecting from the cartridge. There was no pt contact or injury. This is one of two lenses the surgeon attempted to implant in this pt. See #2023826-2005-01346.